Event description:
It was reported that the unit was having on/off issues. It was further reported that there was a slight delay in the case and the pt was given a bit more anesthesia.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.